Event description:
Procedure: sigmoid colectomy. Reportedly, after firing, the proximal/purstring donut was incomplete. There was a leak in anastomosis which required two stitches to control. In 2002 the surgeon informed company that staple line did not hold and that the patient was given a permanent colostomy.